Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 64 mg/dl was entered into the pump by the user and the lowest bg recorded by continuous glucose monitor (cgm) data was 50 mg/dl on (B)(6)/2018. At 8:45pm on (B)(6)/2018 the user a bolus of 6.29 units then 15 minutes later delivered another bolus of unit. The user then completed the load sequence and delivered an additional bolus of 4.17 units. The user¿s had 12.81 units of insulin on board (iob). It is possible the user over corrected. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) which was addressed with animal crackers. However, the exact value was not provided. The cause of bg was unknown. Recommendation was made by tandem technical support to consult healthcare provider.